Event description:
It was reported that the patient developed skin irritation from the lt-4500 and 72r electrodes. The patient was applying the electrodes to the lumbar region of her spine. The patient described her skin as red and itchy with blisters, welts, and small bumps. The patient stopped using the device for four days. The patient stated that the skin developed scabs and it is scarring. The patient is using an over the counter medication to treat the skin irritation. The patient did call her doctor and the doctor advised the patient to wear the electrodes only at night. The patient says that the skin irritation has lessened since breaking up the treatment time. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was not returned to zimmer biomet for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Date of event: this event occurred sometime in (B)(6) 2020. Concomitant medical product: spinalpak assembly catalog: #1067716, serial: # (B)(4). Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002242816-2020-00035.

Event description:
It was reported that the patient developed skin irritation from the lt-4500 and 72r electrodes. The patient was applying the electrodes to the lumbar region of her spine. The patient described her skin as red and itchy with blisters, welts, and small bumps. The patient stopped using the device for four days. The patient stated that the skin developed scabs and it is scarring. The patient is using an over the counter medication to treat the skin irritation. The patient did call her doctor and the doctor advised the patient to wear the electrodes only at night. The patient says that the skin irritation has lessened since breaking up the treatment time. It was reported that no further information is available.